Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer reports there is a leak at the bifurcate junction of the catheter. The catheter was placed approximately 2 years ago. The incident date is (B)(6) 2014. The catheter was pulled on the same day, (B)(6) 2014. There were no injuries or impact to the patient's health.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.